Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended.

Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar inter-body fusion (tilf). It was reported that when the site navigated on the imaging system, navigation was 2mm off the skin in the sagittal view. This event occurred intra/perioperatively with less than one hour delay to surgical time. There was no impact on patient outcome.

Manufacturer narrative:
Correction: unique device identification (UDI), device manufacture date updated to proper value.

Manufacturer narrative:
There was no injury associated with the inaccuracy. The issue was resolved by the healthcare provider adjusting the inaccuracy and also adjusting the frame movement from placement close to the skin. If information is provided in the future, a supplemental report will be issued.